Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the insulin pump had compromised force sensor system alert and prime rewind anomaly and insulin pump was not working. The blood glucose was 255 mg/dl at the time of the incident. The drive support cap appears normal. Customer stated that, the insulin was squirting out during the manual prime process. Troubleshooting determined that, the insulin pump should be replaced. The device will be returned for analysis.